Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Frozen screen was not conformed. Unable to test for pump error 35, time/clock anomaly, and unresponsive keypad, due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. No damage noted on the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. No damage noted on the keypad traces. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 26-apr-2024 due to due to download anomaly/ flashing medtronic logo on the primary svn (B)(6). Unable to perform the history review 1 week prior to the event date 26-apr-2024 due to download anomaly/ flashing medtronic logo on the primary svn (B)(6). Please see below pertaining to svn (B)(6) and event date 29-dec-2023. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to test for possible under delivery anomaly, no com pump to xmtr, sensor glucose vs. Blood glucose and lost sensor alarm due to flashing medtronic logo. Unable to confirm alleged high bgs. Possible under delivery anomaly unknown. No com pump to xmtr unknown. Sensor glucose vs. Blood glucose unknown. Lost sensor alarm unknown. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 29-dec-2023 due to download anomaly/ flashing medtronic logo on svn (B)(6). Unable to perform the history review 1 week prior to the event date 29-dec-2023 due to download anomaly/ flashing medtronic logo on svn (B)(6). Unable to perform the functional test due to flashing medtronic logo. Unable to confirm alleged high bgs. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Pump failed to download history files/traces and carelink upload due to corroded electronic assembly. Unable to upload/download confirmed. Exposure to moisture confirmed. Frozen screen not confirmed. Pump error 35 unknown. Time/clock anomaly unknown. Unresponsive keypad unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen in addition to a pump error 35. The time clock did not progress, and the buttons did not respond. After the pump was reset and the battery was changed, the timer did not progress. The customer also developed polydipsia and hyperglycemia, which were addressed with an ER, ambulance, and/or ems visit. The customer reported the following led up to the event: the pump was no longer functional and was in the process of being replaced. Documented treatment for high blood glucose was when the customer went to the ER. The event involved products mmt-1884, mmt-441a, mmt-342, and mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was not able to clear the alarm. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting as the customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device would be returned. No product return is required for mmt-441a. No product return is required for mmt-342. No product return is required for mmt-7040a.